Event description:
During a ptca/stent procedure to treat an in stent restenosis, "ivus" was used to view the vessel. When the "ivus" catheter was removed, a portion of the guide wire tip came off. No resistance was encountered. Two additional guide wires were used to snare the separated guide wire tip. No pt injury was reported.